Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 09-july-2024, it was reported by the patient that five infusion set tube was detached from connector due to which hyperglycemia, high ketones and hospitalization occurs. High blood glucose level was displayed high and treated by IV and fluids of saline and insulin. No further information was available.